Event description:
Situation: hair found inside sterile sealed IV packet. Background: IV catheters come in sterile packets and should be inspected before removing from packaging. Assessment: catheter information included below. Recommendation: removed IV catheter from nursing area and report. Smiths medical jelco 20gx1inch protectiv plus- safety IV catheter-radiopaque gtin:10351688071217, lot:4255950.